Event description:
Boston scientific received information that this implantable cardioverter defibrillator's (ICD) anti-tachycardia pacing (atp) and shocking therapy were exhausted after delivering therapy for a 1:1 supraventrentricular tachycardia (svt). Boston scientific technical services (ts) reviewed the available programming strips, and it appears that detection enhancements had already been reprogrammed in an attempt to prevent further shocks for svt. The patient will be following up with the cardiologist next week to review medications and programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.